Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. Date of manufacturer is unknown. A product development investigation was performed for the subject device (5.0mm ti locking head screw self-tapping 65mm¿sterile, part number 413.365s, lot number unknown). The subject device was returned with the complaint condition stating that during implant removal surgery, the user faced difficulties in removing the screw 413.365 from the tomofix mht 440.831 plate. The extraction screw tip 309.530 broke off so the user cut the plate in order to remove the plate and remaining screw from the patient. The procedure was completed successfully. Per complaint description, there has been a surgical delay of 40 minutes. The returned subject device was received broken with the tip stuck of the extraction screw tip stuck in the subject screw. The threads of the locking screw were determined to be correctly engaged into the plate thread, confirming that the user had followed the surgical technique according to the associated technique guide. The locking compression plate drill sleeve was used to drill the bone, providing the right angulation for the locking screw insertion. The extraction screw 309.530 has been used in order to grasp the locking screw into the recess. This is the start of the practice to remove a screw with a damaged recess. The extraction screw tip has broken into the locking screw recess. Drilling marks are present on the plate and the locking screw. The user likely attempted to remove the screw head and the broken extraction screw using a carbide drill bit. The reported complaint description did not provide enough information to determine the cause of the failure. The complaint condition is confirmed; however, a root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during removal surgery of a tomofix tibial head plate on (B)(6) 2016, the conical extraction screw broke. The surgeon cut the plate and the locking screw was removed. The surgery was delayed by 40 minutes due to the reported event; however, it was successfully completed. During the investigation of the returned devices, it was discovered that the plate and locking screw were stuck together and fragments of the extraction screw were found in the locking screw head. The devices were re-evaluated and determined to be reportable. This report is 2 of 3 for (B)(4).